Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this lead was part of a system revision due to infection. The entire system was successfully removed and replace. There were no additional adverse effects reported.